Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had problems with the programmer and could not adjust stimulation. Subsequently, the pt had the first electrode replaced. The pt met with his physician and was successfully reprogrammed. Additional info has been requested and will be made as a f/u as it becomes available.